Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus tested on the genexpert instrument. The patient was a trauma patient from the emergency department with a gun shot wound that needed to be transferred to another facility. It is unknown if the patient was symptomatic or asymptomatic. Sample 1 was collected from the patient on (B)(6) 2022 and tested using xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative (reported to physician). Sample 2 was collected from the patient on (B)(6) 2022 and tested using xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive (reported to physician). Sample 2 was retested on (B)(6) 2022 using xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative (reported to physician). Sample 1 was retested on (B)(6) 2022 using xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative (reported to physician). Review of the data provided by the customer indicated a weak positive with a late cycle threshold value. Pcr curves were found to be normal with no indication of product malfunction. Cepheid patient safety board noted to customer that testing of patients that are not suspected of covid-19 is off-label and must be validated for this use. There was no known impact to patient. False positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus tested on the genexpert instrument. The patient was a trauma patient from the emergency department with a gun shot wound that needed to be transferred to another facility. It is unknown if the patient was symptomatic or asymptomatic. Sample 1 was collected from the patient on (B)(6) 2022 and tested using xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative (reported to physician). Sample 2 was collected from the patient on (B)(6) 2022 and tested using xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 positive (reported to physician). Sample 2 was retested on (B)(6) 2022 using xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative (reported to physician). Sample 1 was retested on (B)(6) 2022 using xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative (reported to physician). Review of data provided by the customer showed no evidence of product malfunction and there was no reported patient harm.